Event description:
A peritoneal dialysis (pd) patient reported a blank screen during power up. The patient pressed ok, stop, and touched the screen, but the screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up, but the screen remained blank. Patient was advised to discontinue use of this cycler. The cycler was replaced. No adverse events or injuries were reported. Additional information was requested but none was provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed - when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1931 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Screen brightness check passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.